Event description:
The device was used during unspecified procedure. Reportedly, the safety shield did not retract. The surgeon removed the device and applied another one. The hosp has reported no pt injury occurred.